Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. The customer had not been using the device since then. Blood glucose value is unknown. Customer was advised the insulin pump would need to be replaced and the local office would get in contact.